Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was experiencing hip pain. X-rays revealed a disassociated femoral head with trunion wear. The patient was brought in for a femoral stem revision.

Event description:
Patient was experiencing hip pain. X-rays revealed a disassociated femoral head with trunion wear. The patient was brought in for a femoral stem revision. Update august 20th: further to review of the medical review, product grid updated to include liner. Medical review indicates liner wear and damage due to impingement.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head that was mated with an accolade stem was reported. The event was confirmed through medical review. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted accolade stem with gross wear (penciling) of the taper noted. There is also biological material present on the body of the stem. -medical records received and evaluation: review of these records confirms dissociation of the femoral head from the femoral stem trunnion occurred, however, the root cause cannot be determined as insufficient information was available -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinician stated: review of these records confirms dissociation of the femoral head from the femoral stem trunnion occurred, however, the root cause cannot be determined as insufficient information was available. Further information such as implant retrieval with material analysis, operative reports, dated pre and post op x-rays/ imaging from the index and revision surgeries, outpatient office/clinic notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.